Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the witness fingerprint did not track. The technical support specialist remoted in and found no issues with the drawers and the cubex application was closed and restarted, after which customer was able to issue the medication. The system functioned as intended after the customer support specialist resolved the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.